Event description:
A malfunction was reported on the pump, indicated by a malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer successfully reloaded and resumed insulin deliveries, with instructions to contact support if the issue reoccurs, and no further action was needed.